Event description:
It was reported that during training/demo on a da vinci 5 system, the ssc was faulting with 23062 faults related to the ergo column, and the site disabled the ergos to proceed with training. Tse troubleshooting included hard cycling the ssc, which did not resolve the faults, and further encoder calibration and motor module replacement activities were performed. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci 5 product to perform failure analysis. The assy motor module vertical axis ssc is50 was analyzed and the reported "error 23062" was confirmed and replicated. A visual inspection was performed and it was found that the motor connector was melted, which attributes to the reported complaint.